Event description:
It was reported that when the external pulse generator (epg) was undergoing testing, the output values for both the atrial and ventricular sides were reading very low. The caller was advised to return the epg for service. There was no patient involvement.